Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. An xtw clip was inserted and grasping was performed. After lowering the grippers and closing the clip, it was observed the posterior leaflet slipped out, resulting in tissue damage. The clip was opened and positioned more central on the valve. The clip was closed and successfully deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted. Although two clips were implanted, mr increased to a grade of 3-4. No additional clips were implanted and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided, the reported slda and difficult or delayed positioning associated with leaflet capture are due to thin pml (patient conditions). Unspecified tissue injury is due to procedural conditions of difficulty capturing the leaflets. The reported mitral valve insufficiency/regurgitation appears to be due to the slda and tissue injury. Mitral regurgitation and tissue damage/injury are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.